Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000117965.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.